Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 51 months post stent graft implantation a request for a talent aortic cuff was requested. Vessel morphology at the time of implant is unknown. The pt has a history of hypertension, peripheral vascular disease and diabetes. It was reported that there is an inadequate seal zone, with an unknown endoleak resulting in the aneurysm size og 8.5 cm (it is unknown what the size of the aneurysm was at the time of implant). The pt is not a surgical candidate due to patient's health status and co-morbidities. Two talent aortic cuffs have been requested and were implanted. It was reported that there was a partial occlusion of the left renal artery, which was left untreated. The right renal artery was widely patent and the physician elected not to attempt further manipulation of the left renal artery. It was reported that 5 months post talent aortic cuffs implant the aneurysm continued to enlarge. The physician elected to remove the aneurx stent graft system and talent aortic cuffs. The patient was surgically converted to a conventional stent graft. The physician performed an aorto bi-femoral bypass graft. No additional clinical sequelae were reported.